Event description:
It was reported that the autopulse resuscitation system displayed a user advisory 7 (discrepancy between load 1 and 2 too large) message and had a broken blue case. No adverse patient sequelae was reported. No additional information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and confirmed the following: the blue case, screw posts and battery guide springs were damaged. The head restraints and rubber button were split. The battery bay blanking plate was missing. The reported user advisory 7 fault (discrepancy between load 1 and load 2 too large) was confirmed during testing. Functional testing was performed with passing results. Evaluation of the platform found that the ua 7 was attributable to both load cells being defective. In summary, the reported issue of the blue case being damaged was confirmed during visual inspection. The reported ua 7 fault was also confirmed during testing of the platform. The ua 7 was found to be attributable to both load cells being defective. A root cause could not be determined.